Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 1300 mg/dl while wearing the pod. Symptoms reported include dizziness and nausea. The patient did not recall was treatment they received. The patient was released on (B)(6) 2025. The pod was removed by the patient prior to attending the hospital.